Event description:
It was reported that during a roux-en-y gastric bypass procedure, there was difficulty maintaining pneumo. They had to have six liters to maintain pressure level of 15. The procedure was completed successfully. All three trocars were discarded. (B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.